Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was hospitalized from (B)(6) 2014 for foot surgery. The customer reported that while she was in the hospital, her insulin pump alarmed motor error on (B)(6) 2014. The customer's blood glucose level was unknown, but the customer stated that it was normal, not high. The customer stated that the hospital staff removed the insulin pump from her after motor error alarm and reverted to manual injections. The customer was not using the pump at the time of call. Troubleshooting was performed. The customer stated that the insulin pump could not complete the rewind sequence. Customer received motor error alarm during rewind. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Notified customer that a replacement insulin pump would be sent. Nothing further reported.